Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of salpingitis ("right tube free of adhesions but with significant inflammation and hydrosalpinx."), uterine perforation ("uterine perforation from essure coil at the left cornua") and pelvic adhesions ("severe pelvic adhesive disease ligneous and fibrotic from sigmoid to uterus, and to right pelvic sidewall") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Concurrent conditions were listed as endometriosis, colonic diverticulosis, duodenitis, gastritis, hydrosalpinx, uterine fibroids, uterus enlarged, adenomyosis and pelvic pain female. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced salpingitis (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), pelvic adhesions (seriousness criterion medically important) and ovarian adhesion ("ovaries densely adherent to the pelvic sidewall and the sigmoid colon/ right tube free of adhesions but w/ significant inflammation and hydro salpinx/ 1.5 cm full-thickness sigmoid enterotomy"). The patient was treated with surgery (lysis of dense vascular adhesions and total laparoscopic hysterectomy and bilateral salpingectomy. Lysis of dense vascular adhesions/ ente). At the time of the report, the outcomes for salpingitis and uterine perforation were unknown. The reporter considered ovarian adhesion, pelvic adhesions, salpingitis and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: diagnosis: uterus and bilateral tubes (hysterectomy and bilateral salpingectomy); benign cervical mucosa; benign endometrium; leiomyoma, intramural. Benign bilateral; fallopian tubes, transected. Clinical information: gastritis and duodenitis, diverticulosis of colon, endometriosis and chronic pelvic pain. Specimens: uterus, cervix, and bilateral tubes. Gross description : received free floating in container are two fimbriated segments of fallopian tube. The first segment is 6.1 cm in length and up to 1.3 cm in diameter. The second fallopian tube segment is 4.8 cm in length and up to 0.8 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-mar-2024: medical record received. New events uterine perforation, salpingitis added. Medical history added. Lab data (surgical pathology) report added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic adhesions ("medical device removal / severe pelvic adhesive disease ligneous and fibrotic from sigmoid to uterus, and to right pelvic sidewall") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic adhesions (seriousness criterion intervention required) and ovarian adhesion ("ovaries densely adherent to the pelvic sidewall and the sigmoid colon/ right tube free of adhesions but w/ significant inflammation and hydro salpinx/ 1.5 cm full-thickness sigmoid enterotomy"). The patient was treated with surgery (enterotomy, essure removal). The reporter considered ovarian adhesion and pelvic adhesions to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic adhesions ("medical device removal / severe pelvic adhesive disease ligneous and fibrotic from sigmoid to uterus, and to right pelvic sidewall") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic adhesions (seriousness criterion intervention required) and ovarian adhesion ("ovaries densely adherent to the pelvic sidewall and the sigmoid colon/ right tube free of adhesions but w/ significant inflammation and hydro salpinx/ 1.5 cm full-thickness sigmoid enterotomy"). The patient was treated with surgery (enterotomy, essure removal). The reporter considered ovarian adhesion and pelvic adhesions to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.